Event description:
On 26-aug-2025, the user¿s daughter reported repeated occlusion alerts with a 6 mm, 23" steel infusion set. The agent guided the user through a full supply change using a teflon infusion set, after which insulin delivery resumed normally. Blood glucose (bg) was not affected. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.